Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient's entire drg system was explanted on (B)(6) 2021.

Event description:
Related manufacturer reference number: 1627487-2021-18340. It was reported that the patient was experiencing uncomfortable stimulation in the abdomen and buttocks area. The pain was present with and without stimulation. Issue began since implant. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.